Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was feeling dizzy and then lost consciousness. At this time, the patient¿s cgm was in a brief sensor issue state and the patient did not do a bg meter fingerstick prior to her losing consciousness as she stated it all happened too fast. The patient reported being unconscious for a few minutes. Her son treated her with orange juice, chocolate, and a cupcake. The patient reported being unconscious for a few minutes. The patient did not seek any assistance from a higher level of care. At the time of report, the patient was ¿fine¿ and her cgm was reading 155 mg/dl. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.